Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-8120-70 serial# (B)(4) description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had fallen (not device related) and hit his ipg. Since the fall, the patient has not felt any stimulation and reports that the device stopped working. The physician explanted the patient's precision system.